Manufacturer narrative:
The customer contacted the siemens customer care center (ccc), and a siemens customer service engineer (cse) was dispatched to the customer's site, and inspected the instrument. The cuvette had jammed around the top seal and would not allow spent cuvette content into the trash. The operator was able to free the jam. The cse confirmed that no parts needed to be replaced and there was no nonconformance. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator was splashed with potentially hazardous material while un-jamming cuvettes on their dimension exl 200. Operator was wearing personal protective equipment (ppe, mask and glasses). The operator did not seek medical attention, and washed their face after the incident. There are no known reports of patient intervention, or adverse health consequences due to the event.